Event description:
It was reported that during an unknown procedure, the device would not open during the second firing with blue reload. One blue reload was used before this event. The surgeon changed devices and reloads to cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.